Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The device passed the functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no cosmetic damage on the insulin pump. Dva test is pending. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose reading was 20 mg/dl. Customer advised that their wife called the paramedics 2 times in 24 hours once the customer started using the replacement insulin pump. Customer declined to troubleshoot for low blood glucose levels and believes their low blood glucose is a result of using the replacement device. Customer advised they were sleeping and woke up to the fire rescue team. Customer treated their low blood glucose levels with a sugar drip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.